Manufacturer narrative:
7/1/97-supplemental report #1 submitted to FDA.

Event description:
During a lower lobectomy procedure, the instrument locked on the tissue. It was released with manipulation. The staple lines did not form properly. The surgeon sutured to oversew the staple lines. No pt injury was reported.